Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to confirm insertion complaint against sen-serter, due to customer returning sensor only and no needle.

Event description:
The customer reported that the sensor fractured and that part of the device stuck to the customer and then fell off, and that the part of it stuck to a serter. The customer mentioned being hospitalized in july and stated it had already been reported. The customer stated that their sensor needle hubs consistently got stuck in serters. During troubleshooting the sensor needle hub in question did not release from the related serter. The customer was advised to return the sensor and the serter for analysis and replacements. The customer's reported blood glucose value was 110 mg/dl. No further information was provided.